Event description:
Medtronic received information regarding an imaging system regarding unknown procedure. It was reported that they were having issues scanning the patient for a dbs(deep brain stimulation) procedure. Representative stated that the patient was centered and the whole stereotactic localizer could be seen in the 2dimension scout shots but they were unable to see the entire localizer in the resulting 3dimension spin. Site switched to 40 cm fov(field of view) but did not have stereotactic option on pendant. Site reports that despite being centered in gantry that the 3dimension scan appears "zoomed in" and circular. Representative was unable to see all rods completely in scan.patient was present.unknown when the issue occurred.there was unknown surgical delay and impact on patient outcome.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, could not duplicate complaint. Performed system checkout per area sales manager. System was functional and has been returned for use. Codes: b01, c19, d15. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2:additional information was added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received 'medtronic received information regarding an imaging system regarding insufficient procedure inf ormation. It was reported that they were having issues scanning the patient for a dbs(deep brain stimulation) procedure. Representative stated that the patient was centered and the whole stereotactic localizer could be seen in the 2dimension scout shots but they were unable to see the entire localizer in the resulting 3dimension spin. Site switched to 40 cm fov(field of view) but did not have stereotactic option on pendant. Site reports that despite being centered in gantry that the 3dimension scan appears "zoomed in" and circular. Representative was unable to see all rods completely in scan.patient was present.insufficient information when the issue occurred.there was insufficient information on surgical delay and impact on patient outcome.'

Manufacturer narrative:
(H3,h6):the software analysis initiated unable to determine probable cause without further information/logs as per the email . This case may be re-opened if additional information is received. Codes:b01,c20,d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.